Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle missing for lot #8331601 item #305127. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage at luer connection for lot #8331601 item #305127. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the bd precisionglide¿ needle was missing from the hub, and medication leaked from the hub before use while attempting to administer it. The following information was provided by the initial reporter: "opened package and there was no needle. Just the hub. When attempting to administer the medication, it came out of the hub. Not the needle."